Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70 mg/dl. Cause of bg level was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital, treated with carbohydrates, and was discharged the same day. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.